Event description:
On 05/09/2009, the patient reported that in 2009 she changed the infusion site, tubing, and insulin cartridge and throughout the day she began to feel worse and worse due to elevated blood glucose. She changed all of her accessories again and her blood glucose remained elevated so she changed all of her accessories again today. She stated that she had given herself 3, 10 units insulin injections today. She stated that the injections only temporarily lower her blood glucose because she is using short acting insulin. Her blood glucose measured 500 mg/dl at the time of the report and she felt thirsty, weak, and tired with frequent urination. She disconnected from her infusion site and primed and insulin dripped from the end of the infusion tubing. She reconnected to the infusion site and bolused 3 units of insulin. She stated she has been stressed and she has worked 4, 12 hours shifts this week and "this could account for the sugar problem." She stated that she would contact her physician if her blood glucose did not decrease. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.